Event description:
It was reported that the customer entered their settings into their pump incorrectly, subsequently resulting in a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address low bg. Customer declined to provide additional information for the event, therefore no additional information was obtained.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.